Event description:
The pt was on the CPAP setting on a 7200 ventilator. When they switched the pt to a different setting, the ventilator alarmed for a leak. Upon inspection while investigating the alarm they claim they found the circuit melted.